Event description:
Reportedly, during testing, it was found that the touch screen did not work when the unit was turned on; it appeared to be frozen. Upon restarting the unit, the screen worked normally. There was no patient involvement reported.